Manufacturer narrative:
This report is filed on february 17, 2017.

Manufacturer narrative:
This report is submitted on december 06, 2016.

Event description:
Per the clinic, during a procedure to remove ear wax on (B)(6) 2016, the patient experienced extrusion of the electrode array. Re-implantation is planned but has not taken place as of the date of this report december 06, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, it is unknown if there are plans to re-implant the patient with a new device. This report is filed on december 12, 2016.